Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative and from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient&#38112;ins never did the job to get rid of the pain since implant so she had surgery. The patient did not know if she got a new ins or just new leads. It was unknown if the patient recovered completely.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care provider (hcp) on 2020-apr-08 reported that the scs system had been removed on (B)(6) 2018 because it was non-functional. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. Previously reported information that the patient never had therapy relief after the implant on (B)(6) 2015 was re-reported. They had the ins removed, but not the leads, because it did not help them. However, it was also reported both the patient's ins and leads were removed and replaced with different leads and an ins, which also contradicts what is in the patient's device registration. They stated they had "non documentation of what leads were placed in", and they took out the battery because "it was going bad". They wanted to know whether the patient could have an MRI, and patient services could not clarify if there was an issue or not regarding the need for an MRI. The patient was directed to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer clarified the timeline. The consumer stated that the healthcare provider went to change the implant and move the leads but it did not relieve the pain. Another healthcare provider moved the leads again but there was still no pain relief. The patient then had a vertebrae fracture and when they stabilized that they took out the implant but left the leads in as it would have been a more invasive surgery.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient¿s therapy had never worked at all. Since the replacement, it hurt day in and day out because the stimulator was not helping. The patient¿s leads were moved surgically, and then moved back to where she was getting relief. The consumer had reported that ¿it was doing something that it couldn¿t do because it didn¿t know what to do.¿ the problem was caused by the ¿things¿ in her neck, the compression of the nerves; therefore, the stimulator wasn¿t doing what it could do. The patient was constantly in contact with the manufacturer representative for adjustments. The patient had surgery in (B)(6) of 2016 because the nerves in her neck were jammed together and causing her pain; which was the reason for the spinal cord stimulation therapy. The surgery has cured the patient¿s pain/problem. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.